Event description:
During PICC procedure, bd powerpicc provena ft catheters with sherlock 3cg tip positioning system (tps) stylets s1275108fd5 lot# rehn2437 2 kits noted leakage at rubber-like stopper and stylet before insertion and replaced. 3rd only leaked after insertion and resolved with stylet removal. PICC successfully placed. 2 piccs retained.